Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the inpact admiral with a spider fx 7.0, non-medtronic inflation device and a non-medtronic 7f sheath, to treat a moderately calcified 140mm, 99% stenosed fibrous/plaque lesion in the right superficial femoral artery of diameter 6.5mm. Moderate tortuosity are reported. The device was prepped as per IFU with no issues identified. It was reported no resistance was encountered advancing the admiral. During removal of the inpact admiral the balloon was caught inside the 7f sheath. The sheath was removed from the patient the balloon remained inside the sheath. A trailblazer was used to remove the spider fx. The physician reported that he always uses a trailblazer to retrieve filters therefore no alleged complaint against the spider. All components were removed from the patient. The sheath was replaced with a 7fr sheath to complete the procedure. No patient injury was reported

Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. The data on the luer and labels was consistent with the lot number indicated in the product complaint form. Visual and tactile inspections were performed on the device and traces of blood were detected on the surface. Only the proximal part of the catheter was provided (hub and shaft). The balloon and guidewire tube underneath the balloon, together with the markers were missing. The distal part of the shaft was found stretched. Further tests were not allowed due to the device conditions. An angio image was also provided showing angiography of the vessel. If information is provided in the future, a supplemental report will be issued.